Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12129. It was reported, the pt wants to have her system explanted. The pt has not used her system regularly in the last two years. Reportedly, the doctor offered to have her meet with a representative to reprogram the system, and the pt declined. It was reported, the pt could not tell if the stimulation is on or off.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.